Event description:
It has been reported to philips, case number (B)(4), that during a cardiac arrest, the etco2 would not capture a waveform or numeric output with multiple changes in etco2 devices, causing the ett to be reevaluated multiple times even though good breath sounds and tube fog were still present also the ls did not want to connect with the pads I have had this happen momentarily happen prior to this call tower on that time it appeared to be recalibrating and returned to work.